Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. No additional information is expected. (B)(4).

Event description:
An ophthalmic surgeon reported that following multiple intraocular lens (iol) implant procedures, he sometimes noticed patients with glistening. The surgeon was not able to provide additional information. No additional information is expected.